Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/28/2017 that on (B)(6) 2017 the transmitter did not last a full three months. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2017 that on (B)(6)2017 the transmitter did not last a full three months. No additional event or patient information is available. No data was provided for evaluation. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed. A share log review was performed and a loss of connection was displayed in the investigation window. Confirmation of the complaint was confirmed. The probable cause could not be determined.